Manufacturer narrative:
No adverse patient effects were reported as a result of these observations. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead was surgically capped and abandoned during a device replacement procedure for normal battery depletion. The lv lead was unable to capture at maximum pacing output, and concern was expressed that there may have been a lv lead malfunction or a problem with the lead-tissue interface.